Manufacturer narrative:
Age or date of birth, weight, ethnicity: unknown/not provided. Date implanted: not applicable, as the iol was not implanted. Date explanted: not applicable, as the iol was not implanted. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint, however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was damaged and not implanted. The lens is not being returned as it was discarded. No further information is available.